Event description:
It was reported to nova biomedical that a consumer received a result of 244 mg/dl on their blood glucose meter. The consumer immediately performed another three more tests using the same meter and strips getting the following results of 126 mg/dl, 192 mg/dl, 118 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.